Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2318-70, serial: (B)(6) and batch: 5001531. Product family: scs-ipg-prime: upn: m365sc14320, model: sc-1432, serial: (B)(6) and batch: 230134.

Event description:
It was reported that the patients midline incision opened up and the spinal cord stimulation (scs) lead had eroded. Patient underwent an scs explant procedure and was doing well postoperatively. The explanted devices will not return.